Event description:
The customer reported that a message about a speaker malfunction is displayed on the x2 monitor, no sound was coming from the device. No adverse event involving a patient or user was reported.